Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified popliteal artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during the second inflation at 12 atmosphere for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the status of the patient is good.